Manufacturer narrative:
(B)(4).there was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that the patient experienced pain during sensor insertion on (B)(6)2015. The sensor was inserted at the abdomen. The patient was seen by his endocrinologist on (B)(6) 2015, and prescribed lidocaine to assist with painful insertion. At the time of contact, the patient's mother reported that the patient was in good condition. No additional patient information was provided.